Event description:
Patient reported right rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices, one device appears to be intact, and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ stress marks observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right rupture. Device has been explanted and replaced with a non-allergan device.